Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) pacing lead impedances were out of range. No patient or device information was available. No adverse patient effects were reported.